Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio (B)(4): 2.7, inratio: 4.1, lab: 5.6. Different meter/unk lot. Two inratio tests were done side by side. A total of 2 hours elapsed over the course of these three tests. Per the nurse, "the same fingerstick was used with 2 different capillary tubes, patient filled his capillary tube 1st then clinic filled their immediately after." Therapeutic range: unk. Patient self tester was taking 52.5 mf of coumadin a week and then based on the lab result they held his coumadin for two days and then he went to 7.5 mg one day and then 5 mg the rest of the days a week. Patient takes coumadin in the evening and tests in the morning.